Event description:
On (B)(6) 2012, customer reported that clear fluid (approximately 5 ml) leaked from the right side of the act diff instrument and onto the counter while running a sample. Customer stated that he observed loose tubing in the area of the leak. Customer stopped using the instrument and sent all samples to reference lab. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the syringe assembly caused a hole in the tubing coming from valve lv15. Fse replaced the tubing with a longer piece to prevent recurrence. Fse also found that the vacuum chamber was not draining, which caused vacuum errors. Fse replaced the check valve, bleached the chamber, and ran multiple blank cycles without further error or leak. Fse ran startup and controls and all were within specifications. This resolved the issue.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).